Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. This MDR is being reported according to the timelines specified per the FDA guidance for industry "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" (may 2020), following FDA notification of the deferred reporting.

Event description:
During a literature review, an article [1] was identified in which complications occurred in cases where the nrg transseptal needle and protrack pigtail wire were used amongst other devices in cryoballon procedures. The following complications could not be ruled out as being contributed by a transseptal device: 2 pericardial effusions, one required cardiocentesis and resolved after protamine was administered, the second was identified post-procedure and it was tapped with no delay toward normal patient discharge. 1 tear of the left superior pulmonary vein (lspv) requiring surgical intervention and prolonged hospital stay. A separate problem report has been submitted for the protrack pigtail wire. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. [1] j. Reiss, h. O'connell and m.k. Getman, achieving contrast-free ultra-low radiation exposure without compromising safety and acute efficacy ..., international journal of cardiology, https://doi.org/10.1016/j.ijcard.2019.06.018.